Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k # k180700 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty at l1. Intra-op, five minutes after cement mixing, the cement solidified when it was being injected into the bone filler device. Reportedly, the cement solidified earlier than usual. Hence, the kit, the mixer and the cement were replaced with new ones; and the operation was completed successfully. No patient complications were reported.